Event description:
Patient had two bare metal stents fail in the renal artery. The doctor wanted to put a covered stent in using the femoral artery approach. After balloon angioplasty was performed, the doctor tried to push the stent into the renal artery without the introducer sheath (the downward take off of the renal artery did not allow the sheath to be entered into the renal artery) for several times. The doctor pulled the stent back into the sheath and out of the body. When the stent was being pulled through the valve of the sheath the stent became stuck. The catheter was pulled out with the stent coming off of the balloon half way in the sheath and half way out.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation of this event.